Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Mohammad seyedsaadat s, rangel castilla l, lanzino g, et al. Remote ischemic preconditioning for elective endovascular intracranial aneurysm repair: a feasibility study. The neuroradiology journal. 2019;32(3):166-172. Doi:10.1177/1971400919842059. Medtronic received a report via a literature article which investigated the safety and feasibility of remote ischemic preconditioning in patients with an unruptured intracranial aneurysm who undergo elective endovascular treatment. Seven patients with an average age of 59 years and an unruptured intracranial aneurysm were evaluated. On follow-up d a total of 19 ischemic brain lesions were found in four out of seven patients. Two patients underwent pipeline treatment, 4 coil treatment, and 1 combined coil and pipeline. No patients experienced cardiovascular events, infections or stroke prior to the procedure. The study took place between may 2017 and september 2017. Post procedure after transferring to the postoperative area, one patient was not able to move their right upper extremity and were noted to have minimal right lower extremity movement. Angiography revealed thrombosis of the pipeline. The occlusion of the pipeline was recanalized by immediate infusion of reopro, resulting in the patient¿s neurological symptoms improving. No acute infarction or hemorrhage was seen in the post-procedure tomography, and the patient was admitted to the neurological intensive care unit for monitoring. The patient was discharged and had an uncomplicated recovery.